Event description:
Procedure: sleeve gastrectomy. According to the reporter: first firing with idrive and egia60axt only went approximately 45mm. The surgeon switched to egiaustnd to finish the case. No tissue reinforcement was used. Additional information requested via email.

Manufacturer narrative:
(B)(4).